Event description:
A recent download from a male pt revealed several "battery charger fault" flags. Further reviewed revealed that these all occurred on the same battery pack. Lifecor customer support exchanged the battery pack.

Manufacturer narrative:
Device eval summary: device eval battery pack has been completed. The battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.